Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Technical services (ts) was consulted and upon review, noted that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and suggested further troubleshooting along with obtaining x-rays. The patient was brought in for testing and the noise was not able to be recreated. It was noted that the patient has an obese stature. An x-ray was taken and sent to ts for review. Upon review, ts noted that there were no obvious signs of an electrode integrity issue and the connection appears good. Ts discussed to consider reprogramming to secondary vector after testing for noise discrimination with different postures. The s-ICD remains in service and no adverse effects were reported.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Technical services (ts) was consulted and upon review, noted that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and suggested further troubleshooting along with obtaining x-rays. The patient was brought in for testing and the noise was not able to be recreated. It was noted that the patient has an obese stature. An x-ray was taken and sent to ts for review. Upon review, ts noted that there were no obvious signs of an electrode integrity issue, and the connection appears good. Ts discussed to consider reprogramming to secondary vector after testing for noise discrimination with different postures. The s-ICD remains in service and no adverse effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted due to a change in the patient's condition. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Technical services (ts) was consulted and upon review, noted that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and suggested further troubleshooting along with obtaining x-rays. The patient was brought in for testing and the noise was not able to be recreated. It was noted that the patient has an obese stature. An x-ray was taken and sent to ts for review. Upon review, ts noted that there were no obvious signs of an electrode integrity issue, and the connection appears good. Ts discussed to consider reprogramming to secondary vector after testing for noise discrimination with different postures. The s-ICD remains in service and no adverse effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD system was explanted due to a change in the patient's condition. No additional adverse patient effects were reported. The s-ICD system is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Technical services (ts) was consulted and upon review, noted that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed possible causes and suggested further troubleshooting along with obtaining x-rays. The patient was brought in for testing and the noise was not able to be recreated. It was noted that the patient has an obese stature. An x-ray was taken and sent to ts for review. Upon review, ts noted that there were no obvious signs of an electrode integrity issue and the connection appears good. Ts discussed to consider reprogramming to secondary vector after testing for noise discrimination with different postures. The s-ICD remains in service and no adverse effects were reported.